Event description:
Rn reports that when she tried to give a flu vaccine, that the needle was clogged and that she was unable to depress the plunger. The needle was discarded and replaced. FDA safety report ID# (B)(4).